Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, water leakage in the channel was confirmed, caused by a broken channel tube and a cut on the a-rubber. In addition, the charged- coupled device (ccd) lens was broken; a worn angle wire caused the up direction to be out of range, and the broken channel tube caused the aspiration quantity to be out of range. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported water leakage from the channel of the evis lucera bronchovideoscope when preparing the device for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm. The device was returned to an olympus repair facility for evaluation. During inspection and testing, the coating on the insertion tube was found to be peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction discovered during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following; physical stress from rubbing or striking the insertion section, chemical stress from reprocessing in a non-recommended way, and/or stress from a bad storage environment. The instructions for use (IFU) operation manual warns against applying external stress to the insertion section: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU reprocessing manual warns against reprocessing other than its recommendation: "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The IFU reprocessing manual warns against bad storage environment: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.